Event description:
This notification was opened for review due to an allegation the device was alarming for a service required alarm condition. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" alarm indicating an o2 flow sensor failure was found in the ventilator's downloaded error log. The device's oxygen blending module needs to be replaced to address the issue. No components were replaced. The device is to be scrapped.